Event description:
Four days after the index procedure, the patient complained of chest pain and was emergently admitted to the hospital. ECG was monitored and st elevations were observed. The patient was taken to the cath lab wehre angiography revealed thrombus in the cypher stents as well as proximal and distal to them. Aspiration was conducted with thrombuster. A balloon angioplasty with a 3.5 mm balloon was performed to an inflation pressure of 4 atms. An iabp was inserted into the patient. The following day the iabp was removed. The patient was still in the hospital but was said to be in stable condition.